Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of one pcb00 broke open at the end of the inserter. The tip cracked as the lens was coming out of the inserter. The lens was not inserted. There was no delay in surgery and no patient involvement or injury.

Manufacturer narrative:
Visual inspection of the unit revealed that the unit was returned in its original package without the lens. Heavy dent/distortion and a crack defect were observed on cartridge tip. The plunger and pushrod were advanced in the preloaded insertion system. Also, no assembly error and/or defect were observed in the preloaded insertion system related to manufacturing process manufacturing records were reviewed and the all cartridge units were manufactured according to specification. Cosmetic inspection, optical measurement and pushrod-plunger assembly inspection for defects were performed and showed that the devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) for cartridge crack, tip deformed and/or similar issues. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.